Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor was not working properly; when the sensor was removed from the customer's body the electrode was missing. No further information was provided, and no products were returned for analysis. A replacement sensor was shipped to the customer.